Manufacturer narrative:
According to the thermage cpt system technical user¿s manual, blisters are a known possible adverse patient reaction. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blistering and scab formation. There is a small chance of scar formation. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. No treatment details were provided. No product, treatment tip, or data logs were returned for evaluation, therefore, due to the lack of information related to this event, no causal factors can be determined, and no conclusions can be drawn. The product numbers and serial numbers are unknown, so solta is not able to review the device history record. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time.

Event description:
A patient reported via a 400-hotline blistering of the face 10 days after a thermage cpt treatment. No additional information related to the procedure has been reported. The associated device was not directly sold by a solta distributor, and it cannot be confirmed if it is a solta product or not. It is not possible to obtain additional event, patient, or device information at this time.